Manufacturer narrative:
Other #= (devices b and c); exp date= 12/2013 (devices b and c). MFR date ( devices b and c): 1/2009. (Devices b and c): evaluation summary: device a was received in good visual conditions and with a reload loaded in the device. The reload had the proximal seven driver up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the reload. In addition, failure to complete the stroke may result in an incomplete staple line. For additional info, please refer to the instructions for use. The reload was manually unlocked and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened without any difficulties noted. Devices b and c were received sterile. The devices were received in good visual condition and with reloads loaded; the reloads were received full loaded with staples. The devices were tested for functionality and both fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shaped. Event could not be confirmed as the devices opened without any difficulties noted. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during manufacturing process.

Event description:
It was reported that during an unk procedure, on the first firing, the device jammed on the bowel. To remove to device from the tissue, the surgeon had to resect the bowel around the device. The device was eventually removed from the specimen. Hand anastomosis was used to complete the procedure. Surgery was prolonged 45 mins.